Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,') and noninfective oophoritis ('inflammation on the right adnexa') in an adult female patient who had essure inserted. The patient's medical history included nabothian cyst, uterine cervical squamous metaplasia, adenomyosis, leiomyoma nos, adhesions nos postoperative, endosalpingiosis and c-section. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and noninfective oophoritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and noninfective oophoritis outcome was unknown. The reporter considered noninfective oophoritis and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: pelvic pain, non-infective oophoritis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,') and salpingo-oophoritis ('inflammation on the right adnexa') in an adult female patient who had essure inserted. The patient's medical history included nabothian cyst, uterine cervical squamous metaplasia, adenomyosis, leiomyoma nos, adhesions nos postoperative, endosalpingiosis and multiple caesarean sections. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and salpingo-oophoritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and salpingo-oophoritis outcome was unknown. The reporter considered pelvic pain and salpingo-oophoritis to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: pelvic pain, non-infective oophoritis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.